Event description:
A report was received that the patient was not receiving adequate stimulation. High impedances were noted on the lead. The patient underwent a revision, during which, the lead was explanted. The lead had a visible split in the casing and the wires were exposed.

Event description:
A report was received that the patient was not receiving adequate stimulation. High impedances were noted on the lead. The patient underwent a revision, during which, the lead was explanted. The lead had a visible split in the casing and the wires were exposed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-4316, serial/lot # (B)(4), description: next generation anchor kit-sterile sc-2316-70 lead, s/n (B)(4). Visual inspection revealed lead was cut/torn approximately 2 inches from the proximal end. The lead also exhibits fractured tubing and cables at the retention sleeve of the proximal end. Root cause of the damage near the retention sleeve could not be determined. The cut damage to the lead is consistent with damages done during the explant procedure and are not considered a failure. Sc-4316 clik anchor lot 15209102: visual inspection revealed a missing eyelet and a deep tear through silicone body. Additional information was received that the physician feels there is no indication that the eyelet was left inside the patient¿s body, and was not aware that it was missing.